Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter received for evaluation. During visual analysis no anomalies were noted. In the functional testing an inhouse inflation presto device used for inflation and could observed water leak form the catheter shaft near to distal tip. The same leaked area exposed to the microscopic analysis and a longitudinal tear could noted. No other functional testing was performed. In the functional testing leak from catheter shaft was noted further the microscopic analysis could identified tear in the catheter shaft. Therefore, the investigation was confirmed for the reported leak and identified tear in catheter shaft. The definitive root cause for the reported leak and identified catheter shaft tear issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, upon flushing the balloon catheter, saline was allegedly found to be leaked from mid catheter segment itself. There was no reported patient injury.